Event description:
The iab was inserted into the pt on 6/24/98. On 7/5/98, the "rapid gas loss" alarm sounded from the pump. The dr had difficulty removing the iab from the pt. The following was reported to datascope on 7/28/98: the "rapid gas loss" alarm sounded from the pump. It was not possible to restart the pump. Dried blood and fluid was then noted in the gas tubing. The iab was removed with difficulty. Another iab was not inserted. There was no pt injury or complication as a result of the event. The pt was clinically stable. The pt had CABG surgery on 7/6/98 and was doing well. [Event complications]: none from the event-reported 7/7/98 and 7/28/98. [Pt's current status]: doing well-rpt'd 7/7/98.